Event description:
The caller reported that she and her daughter recently took a trip, and during the flight, the customer experienced extreme low blood glucose levels resulting in an emergency landing. The caller stated that the customer went into a diabetic coma. It was also stated that the customer was hospitalized on (B)(6), 2012 due to diabetic ketoacidosis and fluid in her lungs. The reported blood glucose was 20 mmol/l. It was stated that the customer experienced a headache after eating, and her mother told her to take some sugar. Troubleshooting was performed, and the insulin pump was programmed correctly. Found only a low reservoir alarm in the alarm history. The caller declined further troubleshooting, and requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.